Event description:
It was reported that the waveforms and numerics will disappear from the screen at random. No consequence or impact to the patient.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018 customer stated gas unit would cause the waveform and numeric values to disappear on the monitor screen randomly. Service requested: repair. Service performed: evaluation. Investigation result: device was put into service on 2/28/2015. Service history for gf-201ra serial number (B)(6) shows no other service notifications. The reported issue could not be duplicated by nka repair center through 3-day testing. Since the reported issue on (B)(6) 2018, there has been no other issues reported. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Please see attached DHR review form. This device was not affected by the sensor firmware under (B)(4). The root cause could not be determined.

Manufacturer narrative:
It was reported that the waveforms and numerics will disappear from the screen at random. No consequence or impact to the patient was reported. The reported product was returned and evaluated. During evaluation, the device was connected to the gas unit with a bedside, tested and verified that all waveforms and readings were within specifications. The unit completed three days of extended testing and was found to be operates within the manufacturer's specifications. The customer complaint could not be duplicated. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the waveforms and numerics will disappear from the screen at random. No consequence or impact to the patient.